Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the battery tube side of the pump, resulting in the pump not recognizing the battery and a blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, including battery and cap checks, but the display did not return after restart. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The pump was received with a blank display. Unable to perform sleep current test, active current test and self-test due to blank display anomaly. However, unit was able to download successfully downloading history files and traces using thump software. The pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor compartment during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 5.0 received the low battery alert (104) on 02/23/2026 13:11:01 after more than 7 days at 14.81 days. Battery cycle 4.0 received the low battery alert (104) on 02/08/2026 02:08:00 after more than 7 days at 15.51 days. Battery cycle 3.0 received the low battery alert (104) on 01/23/2026 04:06:00 after more than 7 days at 14.05 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. The following were noted during visual inspection: cracked battery tube threads, missing serial number label, missing display window cover and cracked case near belt clip rails. Blank display anomaly confirmed during analysis due to moisture damage. Exposed to moisture damage confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. No unexpected power loss alarm noted. Unit confirmed damage at battery tube side. For additional information regarding the tests performed refer to (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.